Manufacturer narrative:
(B)(4). Follow-up information: on (B)(6) 2013, the patient started on intravenous (IV) tienam (0.25 gm, 2/1 day) till (B)(6) 2013 for the peritonitis. The patient was not yet recovered at the time of follow-up.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of peritonitis and treatment rendered was not reported. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). Follow-up information was obtained related to this event. It was reported that the patient recovered from the peritonitis and treatment with tienam was discontinued. The patient was scheduled to have their catheter removed on a later date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.